Event description:
The reporter stated that, the surgeon had inserted a three piece silicone lens model aq2010v with no damage, however, he realized the patient's capsule was too weak to support this lens. The surgeon enlarged the incision to remove the lens and performed a vitrectomy. The surgeon didn't put in any lens in the eye and used a suture to close the wound. The reporter stated that, the patient's congenital cataract had been removed years before and was aphakic. There was some scarring in the ciliary sulcus which contributed to the patient's capsule being too weak for any type of intraocular lens.

Manufacturer narrative:
A work order search was performed on the lens for similar complaints within the search and there were no similar complaints found.